Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset information and assisted with reset, code did not recur thereafter. The customer was advised to continue using the pump.